Manufacturer narrative:
The representative was to further discuss the issue and options with the physician. Information suggests these products remain in-service. Should additional information become available this event will be updated.

Manufacturer narrative:
The lead was explanted as well as the device as it was approaching replacement time.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the device was performed. The memory log was reviewed and verified that the shock impedance measurements over the last year were above 100 ohms. A visual inspection of the device header and case noted no anomalies. The device was then exposed to simulated heart load conditions, and the defibrillation, pacing and sensing functions were tested. The device operated appropriately, according to its performance specifications with no interruptions in therapy output or programmer communication at the returned programmed settings. A series of electrical tests were also performed, and again, normal device function was noted.

Manufacturer narrative:
It was later noted that on-going alerts continue for this issue. Technical services again discussed troubleshooting. The physician elected to schedule a revision.

Event description:
Boston scientific received information that this cardiac resynchronization therapy defibrillator (crt-d) detected a rise in shock impedances throughout a year which recently measured >125 ohms on this defibrillation lead. The battery voltage of the crt-d is 2.57v and the physician wanted to wait until the device reached the elective replacement indicator (eri) before the lead issue was addressed (likely within a year's time). Technical services (ts) discussed potential therapy delivery issues and recommended testing the shock system. No adverse patient effects were reported.